Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator would not turn on. There was no reported patient involvement.

Manufacturer narrative:
Correct contact address (B)(4). The da-mc cable was returned to the manufacturer for further analysis. At the manufacturer, the cable was thoroughly tested, but the reported issue could not be duplicated and no fault was found with the cable. The root cause of the customer's complaint was not identified.

Event description:
The customer reported the ventilator would not turn on. There was no reported patient involvement.